Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: a promus elite ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 25jan2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80-90% stenosed, 34mm x 2.75mm, concentric, de novo target lesion with a significant bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. The physician engaged a 6f ebu guide catheter coaxially and crossed the lesion with a non-boston scientific (bsc) guidewire. Following pre-dilatation with a 15 x 2 maverick balloon catheter, a 38 x 2.75 promus elite drug-eluting stent was advanced but it failed to cross the lesion. The physician maneuvered with additional non-bsc guidewire but the stent still failed to cross. The device was removed and the procedure was completed with a non-bsc stent. The clinical outcome was good with timi 3 flow. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.